Event description:
On (B) (4) 2009, terumo cvs was notified by the user facility that a plastic "y" connector that is used with a cardiovascular procedure kit was observed to exhibit a leak - which resulted in a loss of patient blood in excess of 1 pint. It was reported that the surgical procedure was successfully completed and that the patient did not experience a negative outcome as a result of the event.

Manufacturer narrative:
Terumo cardiovascular conducted an investigation into the reported event in a diligent attempt to ascertain the events surrounding the reported leak of a y connector contained within the cardiovascular procedure kit. The suspect product was returned to terumo for analysis. Terumo conducted a performance evaluation of the suspect connector, but could not duplicate the reported event. Terumo also reviewed the manufacturing records pertaining to the particular lot number (lot kp08) and did not identify any remarkable conditions or events during the manufacturing of the product that would cause the event. Explanation of method: the actual sample that was used in surgery was returned to terumo and was assessed during the investigation. Explanation of method results: when assessing the suspect component, the reported event could not be duplicated. The component performed in an acceptable manner. Explanation of conclusion: the cause of the reported event is unknown. When/if terumo receives additional information pertaining to this event, a follow up report will be submitted to FDA.